Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal was difficult to remove from the aorta. The seal was removed without damaging the anastomosis. No patient complications were reported by the hospital.